Manufacturer narrative:
Internal complaint reference: case - (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed device returned outside of original packaging with one monofilament. The monofilament was in the device. No visible damage to the device. A functional evaluation revealed the device functions as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during use the accu-pass would not pass the monofilament. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.